Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device related to adverse event with a diagnosis of gastroenteritis. The customer's blood glucose level was 300 mg/dl. The customer did report symptoms or treatment as a result of high blood glucose level. Troubleshooting was not performed for high blood glucose level. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4).